Event description:
Procedure: throacic. Reportedly, when the device was applied the stapler misfired while stapling the apex of the left lung. Trauma to lung tissue requiring repair. Required intervention to prevent permanent damage. Endo gia stapler misfired several times during operation on intrathoracic application while stapling apex of the left lung. Trauma to lung tissue requiring repair. Two products malfunctioned.

Manufacturer narrative:
(B)(4). Two lot #'s for the device were reported, however it is not know which one is the responsible product. The lot #'s, expiration dates & manufacture dates are as follows: lot #: n6m232, exp date: 01/31/2012, manufacture date: 12/2006; lot #: n6k403, exp date: 11/30/2011, manufacture date: 10/2006. Additional information from the user facility report: (B)(6) 2007. Endo gia universal. Auto suture. (B)(4).